Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. It is noted that the entire instrument has not been returned for examination. Based on this, and previous investigations for this issue the root cause is attributed to use error. Based on the investigation, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This instrument was given to me by the hospital with a damaged tip (on one side there are two x spikes and on the other there is meant to be a little lipped piece that goes down the outside of the liner- this appears to have broken off) not sure when this broke it was only realised when they went to use it another time.